Manufacturer narrative:
Device is combination product.

Event description:
It was reported that deflation issues and removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. This 5.00 x 16 synergy drug-eluting stent delivery system was selected and was advanced to the target lesion. The stent was deployed, however, after several deflations the balloon was unable to be retracted into the 6f non bsc guide catheter. Upon removal the balloon was not sufficiently deflated. The guide catheter, balloon and the 0.014 guidewire were removed from the patient, which lengthened the procedure time by 5-10 minutes. The entire procedure was restarted. There were no patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. The synergy device was returned stuck in a 6fr guide catheter with hemostatic valve attached. The balloon section, distal and midshaft sections were not visible as they were within the guide catheter, the tip of the device could be seen protruding from distal end of guide catheter. The distal end of guide catheter appeared to be a amplatz left shape. The device was on a 0.014guidewire. The portion of the hypotube which could be seen was severely kinked. The proximal hypotube was correctly aligned between b and s on manifold logo. No visible blockages evident in proximal hypotube. There was no damage noted to the manifold and hub. In an attempt to loosen the device to free it from the guide catheter the device, guide catheter and guidewire were submerged in water bath at 37 degrees. After soaking overnight another attempt was made to remove the device, and encore device was used to pull a vacuum in attempt to aid removal. The device could not be removed; it could not be withdrawn further into guide catheter or could not be advanced forward to expose the balloon. The guidewire was free moving in wire lumen and was not stuck. The distal end of guide catheter was cut by the analyst using a snips tool to expose distal end of balloon, the balloon could then be pulled distally to expose length of balloon.the balloon appeared to have been inflated and deflated with some bunching of balloon material. There was no visible tears or damage to the balloon material. No issues noted with proximal balloon bond or the tip profile. The device was inflated using encore inflation device and a glycerol/water solution, balloon was successfully inflated to rated burst pressure of 16atm. A vacuum was pulled, and the balloon deflated fully in 26 seconds. This deflation time was within the maximum performance deflation time specification of 60 seconds. The stent delivery system was then successfully withdrawn into and removed from the guide catheter. The encore inflation device was verified before after use. Once the device was removed from the guide catheter the mid-and distal shaft and remained of the hypotube could be seen and analyzed. Damage (stretching) was noted to the distal inner shaft polymer extrusion(from 2 -6mm distal of the bicomponent bond), this damage did not affect guidewire movement. Severe stretching of mid-shaft was noted such that the tab was located 55mm from its correct position under the port bond. No other issues were identified during the product analysis.

Event description:
It was reported that deflation issues and removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. This 5.00 x 16 synergy drug-eluting stent delivery system was selected and was advanced to the target lesion. The stent was deployed, however, after several deflations the balloon was unable to be retracted into the 6f non bsc guide catheter. Upon removal the balloon was not sufficiently deflated. The guide catheter, balloon and the 0.014 guidewire were removed from the patient, which lengthened the procedure time by 5-10 minutes. The entire procedure was restarted. There were no patient complications were reported and the patients status is stable. It was further reported that the device was inflated to nominal pressure. The physician waited 15 second after pulling the vacuum before they attempted to withdraw back the synergy device.